Manufacturer narrative:
Visual analysis was performed on the returned device. The reported kink was not confirmed. In turn is was confirmed as a separation of the inner member likely due to procedure circumstances. The bunched inner member was noted likely due to handling of the device during removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation determined the reported difficulties to be case circumstances. It is likely there was difficulty advancing the tip onto the guidewire causing the bunching noted on the inner member of the returned unit. During the procedure, it is likely while attempting to remove it from the guide wire, the inner member separation occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that while on the guide wire or sheath the tip of the 5.5x60mm supera self-expanding stent system (sess) was noted to be bent. The procedure was successfully completed with another unspecified supera stent. There was no reported adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that the tip jacket and the inner member of the sess were separated at the distal end of the ratchet stem. No further information was provided.